Event description:
It was reported that this right ventricular lead exhibited high capture thresholds and the patient experienced pain during pacing. A lead micro-perforation is suspected and a lead revision to reposition the lead is considered likely. There is no evidence at this time regarding the lead revision procedure. The device remains in service. No additional adverse patient effects. Additional information from the field representative indicates that the lead perforation was not conclusively confirmed, however it is highly suspected. Also, the lead revision took place on (B)(6) 2021 to reposition the lead and it remains in service.